Event description:
It was reported that "that the catheter fractured after desobstruction maneuvers".

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reuk0311 showed no other similar product complaint(s) from this lot number.